Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated a damaged grommet and a set screw with a rounded socket.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) device was attempted and not used due to a setscrew issues. The setscrew was difficult to loosen in order to advance the left ventricular (lv) lead pin further into the port. The setscrew loosened slightly after several attempts, but it would not stay engaged to the wrench. The physician noted that the wrench engagement did not feel right. The setscrew was unable to be fully tighten down. It was determined that the setscrew was possibility cross-threaded into the header. The device was explanted and a new device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.